Event description:
It was reported that this brady lead was surgically abandoned due to unknown product performance anomaly and a new brady lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was surgically abandoned due to unknown product performance anomaly and a new brady lead was implanted. No additional adverse patient effects were reported. Additional information received which indicates that this brady lead exhibited chronic threshold measurements.